Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump (subcutaneous insulin infusion) and the customer was unable to exit the blocked mode despite multiple attempts. The event involved product(s) mmt-1712k. Troubleshooting was performed for high blood glucose event. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. On the event date of 24-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 24-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 279750 (27.975 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 279750 (27.975 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 24-apr-2025, these pump error(s)/alarm(s) were noted: sensorsignalnotfound (796) was found on: 04/24/2024 21:06:00.000 lostsensor1alert (780) was found on: 04/20/2024 08:58:00.000 04/24/2024 18:04:00.000, 04/24/2024 18:14:00.000 lostsensor2alert (781) was found on: 04/21/2025 01:37:00.000 04/21/2025 02:30:00.000, 04/21/2025 02:40:00.000 sensorexpiredalert (794) was found on: 04/20/2025 14:46:10.000 04/20/2025 15:12:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor signal not found, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 04/19/2025 09:44:00.000, 04/24/2025 01:40:01.000. Insert battery alarm was found on: 04/24/2025 01:42:48.000, 04/24/2025 01:43:15.000, 04/24/2025 14:07:55.000, 04/24/2025 14:17:00.000. Replace battery alert was found on: 04/19/2025 19:15:00.000. Replace battery now alarm was found on: 04/19/2025 19:46:00.000, 04/19/2025 19:56:00.000. Pump error 23 alarm was found on: 04/24/2025 14:18:04.000. Power loss alarm was found on: 04/20/2025 01:37:21.000, 04/24/2025 14:18:19.000, 04/24/2025 14:18:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-apr-2025 at 13:15:59.000. There was no power data available for the date of 19-apr-2025. Unable to check power data for low battery alert on 04/19/2025 09:44:00.000, replace battery alert on 04/19/2025 19:15:00.000, replace battery now alarm on 04/19/2025 19:46:00.000 and 04/19/2025 19:56:00.000. Upon checking on the power data/detail trace file, low battery alert on 04/24/2025 01:40:01.000 was expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert , replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.38 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.